Event description:
On (B)(6) 2012, leica microsystems evaluated data showing that a malfunction resulting in an illumination reduction can be observed when leica m525 f50 surgical microscope is used in combination with a remote video adapter or a motorized dual video adapter.

Manufacturer narrative:
This is an initial report. Complaint data showed that the illumination "resets" to a lower percentage which leads the user to believe that they have an illumination failure. However, the user can reset the illumination to the desired percentage of illumination and the surgical microscope will respond to that request. Further investigation is being conducted by the MFR. Once results or new info are obtained, a f/u final form FDA 3500a will be submitted.